Event description:
Country of complaint: (B)(6). Patient was laparoscopically supplied with the ds clip the patient developed local peritonitis. Patient with to undergo revision surgery. During revision, it was found that the clip had slipped off. Patient, however, is doing well and was discharged.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation of the received clip shows that the clip was not closed completely. This is the result of a handling mistake. Three clip appliers were also received for evaluation. One of the appliers has a jaw that is too wide (mor ethan 1mm!). The wide jaw did not contribute to the clip closing. Clips can be taken out of the magazine and can be applied properly.